Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient reported error still present and remove site early. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through connection loss via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of error still present is reportable based on the findings of connection loss.